Event description:
As reported: "we have a patient with a mets proximal and distal femur who suffered a fracture on the femur at the tip of the stem. So, they need to change the distal femur and add extension pieces."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "we have a patient with a mets proximal and distal femur who suffered a fracture on the femur at the tip of the stem. So, they need to change the distal femur and add extension pieces." Update - planned date of revision: "(B)(6)2022".

Manufacturer narrative:
Corrected data - d1 the reported device is similar to a device approved for compassionate use in the united states. Additional manufacturer narrative reported event: an event regarding periprosthetic fracture involving a mets distal femoral replacement & patient specific, proximal tibia was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implants in situ were for mets distal femoral replacement and patient specific proximal tibial replacement. The surgeon reported femoral bone fracture at the tip of the stem. The single view of the x-ray image (undated/unlabeled) provided show the femoral stem is well fixed with cement and there is no sign of bone fracture. Therefore, the clinical report cannot be confirmed, and further images might be necessary to assist this assessment. Device history review: a review of the product history records could not be performed as the lot / batch information was not provided. Complaint history review: a complaint history review could not be performed as the lot / batch information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.